Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-sep-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient and order messages were not crossed. A technical support specialist created epic job to send a04 messages for next day outpatient appointments to resolve this issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server the medication orders were not crossing. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.